Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report a single leaflet device attachment (slda). It was reported that on (B)(6) 2022 a patient presented with grade 4 mixed mitral regurgitation (mr), abnormal leaflets, prolapse, and a rotated heart. It was noted there were difficulties visualizing the clip due to the anatomy. A mitraclip xtw was implanted and functioned as intended. A total of two clips were implanted, and the mr was reduced to grade 1-2. There was no adverse patient effect or clinically significant delay. On (B)(6) 2022, the patient was re-admitted. A single leaflet device attachment (slda) was observed on the echocardiogram, and the mr was recurrent at grade 3-4. The device detached from the posterior leaflet and there was no tissue damage or intervention performed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported mitral valve insufficiency/ regurgitation was due to the slda. The reported image resolution poor was associated with visualization difficulties. The cause of the reported incomplete coaptation appears to be due to challenging patient anatomy (abnormal leaflets, leaflet prolapse, and a rotated heart) in conjunction with procedural circumstances (visualization difficulty). The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.